Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('ruptured coil') and device dislocation ('essure wrapped in my spinal cord') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: device breakage and device dislocation to quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('ruptured coil') and device dislocation ('essure wrapped in my spinal cord/coli on left side migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("constant pain"), alopecia ("hair loss"), hypoaesthesia ("numb leg"), paraesthesia ("tingling of my legs"), depression ("depression"), inflammation ("inflammation"), abdominal distension ("bloating"), migraine ("migraine"), pelvic discomfort ("pelvic pressure"), hydrometra ("uterus filled with fluid") and allergy to metals ("allergy to nickel") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy and total hysterectomy). Essure was removed. At the time of the report, the device breakage, device dislocation, pelvic pain, depression, inflammation, abdominal distension, pelvic discomfort, hydrometra and allergy to metals outcome was unknown, the alopecia, weight increased, hypoaesthesia and paraesthesia had not resolved and the migraine had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, depression, device breakage, device dislocation, hydrometra, hypoaesthesia, inflammation, migraine, paraesthesia, pelvic discomfort, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :device breakage, device dislocation, pain, hair loss, weight gain, numbness in leg and tingling in legs., depression, migraine, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: outcome of the events hair loss, weight gain numbing of my legs were updated to not recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('ruptured coil') and device dislocation ('essure wrapped in my spinal cord') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pain ("constant pain"), alopecia ("hair loss"), hypoaesthesia ("numb leg") and paraesthesia ("tingling of my legs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the device breakage, device dislocation, pain, alopecia, weight increased, hypoaesthesia and paraesthesia outcome was unknown. The reporter considered alopecia, device breakage, device dislocation, hypoaesthesia, pain, paraesthesia and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :device breakage, device dislocation, pain, hair loss, weight gain, numbness in leg and tingling in legs. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: new events (pain, hair loss, weight gain, numbness in leg and tingling in legs) and new reporter updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('ruptured coil') and device dislocation ('essure wrapped in my spinal cord') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :device breakage and device dislocation to. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('ruptured coil') and device dislocation ('essure wrapped in my spinal cord/coli on left side migrated') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("constant pain"), alopecia ("hair loss"), hypoaesthesia ("numb leg"), paraesthesia ("tingling of my legs"), depression ("depression"), inflammation ("inflammation"), abdominal distension ("bloating"), migraine ("migraine"), pelvic discomfort ("pelvic pressure"), hydrometra ("uterus filled with fluid") and allergy to metals ("allergy to nickel") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy and total hysterectomy). Essure was removed. At the time of the report, the device breakage, device dislocation, pelvic pain, alopecia, weight increased, hypoaesthesia, paraesthesia, depression, inflammation, abdominal distension, pelvic discomfort, hydrometra and allergy to metals outcome was unknown and the migraine had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, depression, device breakage, device dislocation, hydrometra, hypoaesthesia, inflammation, migraine, paraesthesia, pelvic discomfort, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :device breakage, device dislocation, pain, hair loss, weight gain, numbness in leg and tingling in legs., depression, migraine, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events were added: depression, migraine, bloating and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.